Manufacturer narrative:
During investigation, a tear was found on the unexposed portion of the soft cannula. When the distal tip of the soft cannula was manually occluded, fluid diverted and was seen exiting the tear. The timing and cause of the damage on the unexposed portion of the soft cannula could not be determined. Due to the internal leak, the exposed portion of the soft cannula could not be tested to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering 5 boluses through pod, the patient's blood glucose levels reached 381 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient also reported the pod was leaking during wear. As treatment, a new pod was applied and insulin was delivered.